Event description:
Reporter indicated that a vns pt has not experienced good seizure control since the pt"s third vns generator, the patient's seizures were well controlled; however, after the most recent generator replacement the doctor reported that the patient lost seizure control and his seizures have not improved. It was reported that device diagnostic tests were ok.